Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 01jul2017. During troubleshooting efforts between the customer and merge technical support, the customer was instructed to reseat all connections and then reboot the hemo system in the proper sequence. Once rebooted, merge technical support instructed the customer to ensure that the link assembly 5v and 12v led lights were green. It was confirmed that the system was working correctly after the reboot. Device labeling (hemo-6373, v10 user manual) addresses the potential for such an occurrence in the troubleshooting section with statements such as, "problem: there is no communication between hemo monitor pc and client. Resolution: check that the crossover cable from the client to the hemo monitor is plugged in properly and lights are on. Reboot the hemo monitor pc. Exit and reopen the study. Answer yes to is patient still being monitored. Check that the client is properly configured to use the hemo monitor pc (in system config). If none of these work, contact technical support." Revised information contained in this supplemental report includes the following: h6 - evaluation codes: method: 10 actual device evaluated. Results: 3213 interoperability problem (a problem with the mechanical, electrical, or communication interface between two or more separate devices or components.). Conclusions: 13 device difficult to operate. H10 - indication of additional manufacturer information is contained in this follow-up report.

Manufacturer narrative:
Similar issues have been previously reported by the customer to merge healthcare and two (2) initial reports have been submitted to the FDA. Reference MDR's 2183926-2017-00132 and 2183926-2017-00133. The customer's reported problem is currently under investigation by merge healthcare (B)(4). When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that during an inpatient peripheral vascular procedure the hemo client pc disconnected from the pdm (patient data module). It was further reported that the hemo system was inoperable for about an hour while troubleshooting efforts were performed. Subsequently, the procedure was completed using a third party monitoring system similar to a ge pace system. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could result in harm to the patient. The customer reported that procedure was completed successfully with the external monitoring system. (B)(4).